Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. There were difficulties with the cannulation of the left leg of the aortic body due to an elongated and tortuous anatomy. During one of the attempts, the blood pressure dropped down and an angiography revealed a rupture of the left common iliac artery. The physician elected to stop the flow through the main body using two balloons and resolved the rupture intra-operatively without a conversion to open repair. The patient is reported to be stable post procedure and there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the investigation, the reported intraoperative iliac rupture during cannulation attempt, 1500 ml blood loss, hypotension, were confirmed. Additionally, there were evidence to support an endoleak type ii (not device related) present at implant and 1 month follow up CT. The most likely cause of the left iliac artery rupture and subsequent blood loss and hypotension was related to the off label iliac anatomy- luminal diameters less than 8 mm (intentional user error). There was no device related issue. Procedure related harms included rupture, blood loss and hypotension. The patient was reported as stable, and there have been no further reports of negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).